Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, stating the pump was not delivering insulin, with multiple meal announcements used in an attempt to correct and with the device issuing high glucose alerts; highest reported bg was 370 mg/dl and hyperglycemia persisted throughout the day despite a recent supply change, while the device log showed correction attempts occurring between clustered meal announcements and repeated supply changes without a documented fill-cannula step after tubing fill. Symptoms included nausea and tingling in the fingers. Outcomes included the need for user-administered subcutaneous insulin via pen and no need for outside assistance or medical intervention. Investigation included review of device engineering logs and troubleshooting with user education. Investigation of this case revealed evidence consistent with user technique issues related to repeated meal announcements as a correction strategy and omission of the fill-cannula step after supply changes, resulting in inadequate insulin delivery and sustained hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change workflow and insulin dosing behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.